Event description:
A right heart catheterization was performed primarily for reasons unrelated to the pressure sensor. The sensor pressure readings were compared to the pressure readings from the catheter. The sensor was recalibrated and the baseline was increased by 11.1 mmhg.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.